Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system showed image drive full errors. Upon functional testing, fse found that the image drive was full. The fse performed image disk database diagnostics and re-created image database. After re-creating image database, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system is giving image drive full errors. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the image disk database. The fse re-created the image database and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.